Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 32mm x 3.00mm stent delivery system; catheter was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage. The most distal stent strut was lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 155 mm distal from distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on analysis findings completed on 23june2021. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified middle of left anterior descending artery. After a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter. A 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a diffeent device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed a stent damaged and hypotube detached/separated.